Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No product defect or deficiency that would have contributed to the reported hyperglycemia was found. However, due to the pulse-width data being lost, it could not be conclusively determined if there were drive issues during use that would have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported elevated blood glucose levels while wearing the pod between 4 and 24 hours; his numbers climbed while we was asleep. He went to his doctor's office the morning after for an annual physical, where his blood glucose read 353mg/dl. The patient was given a shot of insulin by the doctor at the visit. The pod was thrown out.